Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event: - the patient submitted a medwatch report to the FDA under report number mw5090178. - it was initially reported that the implantation date is (B)(6) 2006. New information states that the implantation date is (B)(6) 2006. - the patient reported additional unexplained systemic symptoms including fibromyalgia, bleeding problems, breast pain, and pain in neck, back, shoulders, and joints. - the initial reporter's phone number and address was provided. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation procedure with unspecified mentor saline breast prostheses and suffered several unexplained systemic symptoms, including chronic fatigue, lupus, and mono. In addition, the patient reported that her implants are possibly leaking. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the 2nd of two breast prostheses.